Event description:
A discordant vancomycin result was obtained on a vista 1500 instrument. The discordant result was not reported. The sample was re-tested in duplicate on another vista 1500 instrument and these results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin result.

Manufacturer narrative:
A siemens technical solutions specialist was contacted by the customer and performed analysis of the instrument data. The cause of the discordant vancomycin result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.